Manufacturer narrative:
(B)(4). Correction to date patient was taken to the pediatrician on follow-up report 1. Date should be (B)(6) 2018.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/31/2018. Further contact was made with the patient's mother and she stated that the patient had an x-ray image performed on (B)(6) 2018. The x-ray image results confirmed that the sensor wire was retained in the patient's arm. The patient's mother stated that the patient continued to experience discomfort at the sensor insertion site and had sensor wire surgically removed on (B)(6) 2018. She indicated that the patient spent one day in post-operative care and at the time of further contact, the patient did not have issues with recovery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient's mother on (B)(6) 2018. The patient's mother stated she took the patient to the pediatrician on (B)(6) 2018 and x-ray images were taken and it showed that the sensor wire was still in the patient's skin. The patient's mother also stated that the patient was taken to the emergency room; however, the reason for the visit is unknown. She indicated that the patient was scheduled to have the sensor surgically removed on (B)(6) 2018. Additionally, the patient did not experience any pain or discomfort due to the sensor being under the skin. The patient's mother wanted to make sure the sensor wire was not in the patient's arm.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported missing sensor wire. The sensor was inserted into the arm on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.